Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis. On an unspecified date, the patient was hospitalized for the event. The cause, treatments, patient outcomes and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the events occurred 4 times on unreported dates in the last two years. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.